Event description:
Device 2 of 2: reference MFR report# 3006705815-2019-00831. It was reported the patient experienced ineffective stimulation. Reportedly, fluoroscopy (in or) revealed leads migrated. Surgical intervention was undertaken on (B)(4) 2019, wherein the leads was repositioned from t6-t7 vertebral level and pulled down to t8. Reportedly, therapy was restored post-operatively.